Event description:
For two separate cases while using the machine, the expiratory valve disc stuck. The anesthesiologist did not inform the initial reporter until after the second case. The dr addressed the reported symptom during use by prying the valve dist free with his fingers. The machine was used in both cases to complete the case. No pt injury.